Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader was too hot. The patient was advised to check up the temperature of the reader if it remains too hot. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.